Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Investigation summary: a complaint lot history check was performed on lot # 1350666 for bending during use pe. This is the 1st. Related complaint for bending during use pe on lot # 1350666. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: - unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported while using bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported that the needle jams/clogs during injection.